Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not showing display on screen and with ac power plugged in. Unit showing ac light on unit beeps as if there is no ac power connected. This device behavior may be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.